Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a no disposable tubing alarm indicating cassette was empty when it was half full. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. Functional and visual testing was performed. The operator was unable to repeat customer's reported problem in that the pump was "alarming no disposable tubing" and error indicating cassette is empty (when it was half full) issue during the investigation. Upstream occlusion and no disposable alarm messages after starting were found in the pump's event history logs. Three different delivery accuracy tests were performed to address the "error indicating cassette is empty issue, all of which were within the published plus or minus 6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump. It?s recommend that the upstream occlusion sensor and downstream occlusion sensor to be replaced.